Manufacturer narrative:
Correction: upon receipt at medtronic's quality laboratory, it was additionally observed that there was damage on the flap of the box. The lid of the jar was slightly tilted. Additional information: updated h6 - added additional fdm code. Fdr <(>&<)> fdc codes updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 2 years and 3 months post arrival of these 12mm and 14mm pulmonary valved conduits to the facility, it was reported that the glutaraldehyde solution had turned yellow. It was also reported that while in storage, the conduits were not exposed to extreme temperatures as the temperature indicator was not activated. It was also reported that one conduit had glutaraldehyde leaking out of the package. There was no patient involvement.

Manufacturer narrative:
Upon receipt at medtronic's quality laboratory, visual evaluation of returned device revealed that the tear-away seal on the outer packaging was broken. The inner packaging was intact with the contegra jar in the correct position. The seals on the jar were intact on both sides. The jar was received with yellowish color glutaraldehyde. The 40°c chemical heat indicator was pulled back. Packaging engineering assessed the temperature indicator and found the 40°c chemical heat indicator to be activated. Stains were found on the jar and packaging. Conclusion: the investigation is in progress. A supplemental report will be submitted after completion of the investigation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.